Manufacturer narrative:
Technical services discussed that eri was caused by charge time, and that at 27.1 seconds the device was nearing end of life (eol) battery status. Technical services recommended replacing the device as soon as possible, as eri was declared over three months ago. As of today, the device remains in service. This report will be updated when additional information is received.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status in april 2010. The current monitoring voltage was 2.64v and the current charge time was 27.1 seconds. The clinician questioned if eri was due to charge time.

Manufacturer narrative:
The device was explanted the following month and was replaced with another boston scientific ICD. The explanted device was not returned. The device was not included in the mid life display of replacement indicators advisory, but appeared to be exhibiting the advisory behavior. This report will be updated if additional information is received.